Event description:
The consumer via the manufacturer representative reported they felt "like pins and needles in [the] left leg." The patient had worked with the physician a few days prior and turned stimulation down to 0.4, but still felt pain. The patient decreased stimulation while on the phone and was now at 0.2. Pain was not felt, but there was throbbing at the site area. Additional information received reported the patient was working with the physician. The manufacturer representative further reported that the patient got reimplanted and was doing great. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-28, lot# va0uf75, implanted: (B)(6) 2016- explanted: (B)(6) 2016, product type: lead. Device code no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer further reported that the patient had had 3-4 surgeries regarding their device. The patient's leg started shaking when they tried to turn the stimulation up; the patient stated this had occurred in (B)(6) 2016 and the manufacturer representative (rep) was made aware the day it had happened. They had a surgery on (B)(6) 2016 because the leads weren't right and they had a lead issue. Manufacturer documentation indicated the surgery date was (B)(6) 2016. When they opened the incision in their back there was fluid, so they removed the device and put it in the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.